Manufacturer narrative:
The customer report that the valve was sticking down was not confirmed. Functional testing using various lab syringe models and connecting extension sets did not replicate any stick down issues with the received maxplus connector. Further testing was performed. A lab extension set was attached to the valve's exit end. The valve was activated with a saline filled bd 10ml syringe and the fluid was pushed through. The syringe remained connected for one minute. The extension set was clamped prior to the syringe being disconnected. There was no stick-down or any issues observed. The test was repeated with the valve kept activated overnight. Disconnection of the syringe after this period of time also had no stick down or any issues observed. The root cause of the customer's report was not identified.

Event description:
It was reported that a patient with a PICC line inserted on (B)(6) 2019 and capped with a needleless valve had a stick down and leaked blood after receiving an unspecified infusion in the infusion center. The nurse removed the saline syringe and noted that the piston stayed down and replaced the needleless cap. The customer states that the replacement of the central line was not necessary and no obvious harm occurred.

Manufacturer narrative:
The affected product has been received but the investigation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a patient with a PICC line inserted on (B)(6) 2019 and capped with a needleless valve had a stick down and leaked blood after receiving an unspecified infusion in the infusion center. The nurse removed the saline syringe and noted that the piston stayed down and replaced the needleless cap. The customer states that the replacement of the central line was not necessary and no obvious harm occurred.